Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4)

Event description:
A facility representative reported a patient underwent laser assisted cataract surgery. The laser treatment was performed without incident. Once the doctor attempted to remove the anterior capsule with forceps, the capsulotomy appeared to be irregular and not in a circular shape as normally expected. It also had some areas of radial extension. At the conclusion of the case there appeared to be a linear posterior capsule tear radiating from one of the capsulotomy radial extensions. There was no vitreous loss and the lens was well centered.

Manufacturer narrative:
Additional information provided. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).